Event description:
It was reported that during a laparoscopic cholecystectomy procedure, on the 5th firing, the jaws appeared to be out of line with the tracking of the clip. When the device was fired, it would not close, did not form clip and the clip fell out of the jaw. On the 6th and 7th attempts, the same thing occurred. The loose clips were retrieved from the patient and the case was completed without any additional clips. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received with the jaw broken. This condition would not allow the jaws to collapse in order to form the clips. The damage at ramp is most likely occurring when torque is applied to the end effector which is preceded from a potential pre-surgery device cleaning. Due to the returned condition of the device no functional test could be performed to evaluate the reported incident. Although the returned condition of the device prevented functional testing to evaluate the reported incident, the lockout mechanism was in a condition that permitted further evaluation. During this testing, the device locked out as intended. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: which firing of the device did this event occur on? 5th. What vessel or structure was the device fired on at the time of the event? Cystic duct. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No. Did anything unexpected happen prior to this incident? No. Did any clips fall into the patient? Yes. How were they retrieved? Using a grasper. Was the device fired after this incident in or out of the patient? Yes. What were the indications for surgery? Unk. Does the patient have any relevant history of surgical treatments? Unk.. Did somebody other than the primary surgeon fire the instrument? Yes. If so, whom? Surgical chief resident. Was there a recent conversion to ees devices in this account or with this surgeon? No.